Event description:
During remote follow up, oversensing due to noise was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.